Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem; however, a review of the event history log was able to verify the problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an occlusion alarm during initial start. There was no reported patient involvement.